Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) ablation procedure using qdot micro¿ catheter. The patient experienced heart block that required a pacemaker implant. They were ablating near the his and the atrioventricular (av) node when a fast junctional was discovered. The blocked av node was confirmed by the carto 3 system and the recording system. The atrium and ventricle were not aligned on the carto 3 system and the recording system. The medical intervention provided was a micropacer inserted into the patient, and the procedure was stopped. The physician did not mention what the cause of the av node was but his opinion on the cause of this adverse event was that it was procedure related. The patient eventually needed a pacemaker. Additional medical history included premature ventricular contraction (pvc) originating near a slow pathway was discovered during the case which they were attempting to ablate.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)